Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. H11: since no lot and serial number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that patient faced infusion set insulin flow block because of crimped cannula event on (B)(6) 2025. The infusion set crimped cannula occured on first day and the infusion set was in use for 30 minutes. No further information available.